Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that following a permanent implant procedure on (B)(6) 2023, the patient had been unable to urinate for several days. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the midline incision was opened, fluid was drained, and a washout was done; however, the lead continued to cause issues in the epidural space. As a result, additional surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.